Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on subcutaneous suturing during a procedure, the suture's loop broke. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample product noted a partial suture and one needle in an unlabeled container. The needle was observed to be detached from the suture. The loop was observed to be broken but not returned. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. It was observed, under magnification, that instrument marks were present on the swaged end of the needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp and cause the needle to disengage from the suture. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.